Manufacturer narrative:
All operating currents were found to be within specification. There were no unexpected failed battery test alarms, battery out limit, low battery or off no power alarms noted. The device passed off no power test, self-test, unexpected restart test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. There were no excessive no delivery alarms noted. The device was unable to prime during prime test due to faulty force sensor resistor. Functional test, including the occlusion test was not able to be completed due to prime anomaly. There were multiple (B)(4)software anomalies noted due to corrupted history file. The device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer's nurse reported via phone call of motor error with the customer's device. The nurse states the customer was hospitalized for diabetic ketoacidosis. The nurse states the device malfunctioned after the hospitalization. The customer was not on the device when the motor error occurred. The customer's blood glucose at the time of the incident was unknown. Troubleshoot was conducted. The customer was advised that the device would be replaced and returned for analysis.